Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2019-05177, reference MFR. Report#: 1627487-2019-05178, reference MFR. Report#: 1627487-2019-05180. It was reported the patient experienced pain in the right foot whether stimulation is on or off. X-rays revealed the right l4 and right s1 drg leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved.